Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Device manufacture date: 01-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, tamponade and pericardial effusion during the leadless implantable pulse generator (ipg) implant procedure. The patient's vitals decompensated and approximately five minutes of cardiopulmonary resuscitation (CPR) was required. Pericardiocentesis was performed. A drain was used. It was noted that transition into the right ventricle was difficult with much delivery system (ds) manipulation and it was suspected that the perforation was from a right atrial injury prior to crossing the tricuspid valve. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.